Event description:
Taxus v. Same patient as MFR# 6000093-2007-02031 and 6000093-2007-02030. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. In 2006, the patient presented with angina and the arteriogram revealed an 80% focal stenosis within the previously stented proximal saphenous vein graft (svg). A taxus express2 2.75x16mm drug eluting stent was deployed at 14 atms for 25 seconds. A 2.75x9mm non bsc balloon was then used to post dilate the stent to 16 atms for 18 seconds. Final arteriography revealed 0% residual stenosis and timi iii flow. Angiomax was used during this procedure. No patient complications were reported. In 2007, the patient presented with chest pain and positive troponin. Angiography revealed 90% av groove stenosis in the left circumflex (cx) artery. The svg to the cx had a 90% proximal stenosis. A 2.5x9mm maverick balloon was used for pre-dilatation. A 3.0x16mm liberte bare metal stent was then deployed at 16 atms in the cx with no residual stenosis. A 3.5x28mm liberte bare metal stent was then deployed to the svg stenosis to 16 atms with excellent angiographic results and no residual stenosis. Medications used during this procedure include; versed, fentanyl, oxygen, nitroglycerin and angiomax. No patient complications were reported. In september 2007 the patient presented with 95% stent restenosis of the svg to cx artery. A 2.5x15mm maverick balloon was used to pre-dilate the lesion. A non bsc 3.5x28mm stent was implanted and post dilated with a 3.5x15mm non bsc balloon. Post implantation there was no residual stenosis. No patient complications were reported. Medications used during this procedure include; versed, fentanyl and angiomax.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.